Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 kept shutting off. They waited 30 seconds to a minute each time. A new kit was opened, but due to the delay, they had to open part of the leg to complete the procedure. There were no pt effects. The product was discarded.